Event description:
It was reported that after reprocessing the curved scissors instrument, it was noted that the yellow portion underneath the scissors tip was broken from the black shaft.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube was broken at the connection between the main tube and the proximal clevis. The clevis and main tube were disconnected as a result. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.